Event description:
It was reported that the patient presented with chest pain two days post implant. Threshold increase and loss of capture were documented. Perforation was confirmed during open heart surgery. The lead was replaced. No further patient complications have been reported as a result of this event.